Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 20 mm sapien 3 ultra valve in the aortic position, the 20 mm sapien 3 ultra valve was shaped like a rhombus preventing the operator from seeing the lucent line during valve deployment. The valve was removed to confirm valve orientation. A new valve and commander delivery system were prepped and successfully implanted. Additional information received noted that crimping was most likely the cause of the misshapen valve as there was not a noticeable amount of push force through the esheath+. The uneven crimp profile was discovered after insertion into the patient. The operator did not like how it looked under fluoro, however it was not notable when crimping. The fcs crimped the valve per the IFU with no noted issues. The same crimper was used for the second valve without issue. There was no loss of integrity to the sheath and no damage to any other devices.